Manufacturer narrative:
The subject device is not available for evaluation. Requests for additional information are currently in progress. At this time, edwards cannot determine a root cause based on the limited information provided. The instructions for use (IFU) has been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. If any new information is received, a supplemental report will be submitted accordingly. No further actions are required at this time.

Event description:
Edwards received notification that this bioprosthetic mitral valve was explanted after an implant duration of four (4) days for unknown reasons. Another valve of the same model but one size bigger was implanted in replacement. No other information was provided at the time of the reported event.

Manufacturer narrative:
It was learned that this device was explanted due to paravalvular leak (pvl). Regurgitation is considered to be a pvl if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. Pvl can occur in the mitral and aortic position for similar reasons. Annular calcification is a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. Technique related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Under sizing can lead to a gap between the annulus and sewing ring since the valve implanted is too small in relation to the annulus. In this case, it was reported the patient presented with pvl due to annulus fragility after debridement, as the annulus was heavily calcified. Additionally, the valve needed to be replaced with a larger valve, suggesting that the initial valve may have been under sized. The reported event was not confirmed; however, it has been determined that the root cause of this event was likely due to patient and/or procedural related factors. There has been no allegation of a product malfunction. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that this bioprosthetic mitral valve was explanted after an implant duration of four (4) days due to paravalvular leak (pvl). Another valve of the same model but one size bigger was implanted in replacement. As reported, the patient presented with pvl due to annulus fragility after debridement as the annulus was heavily calcified. The patient was noted as to be well.